Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the iol was damaged by the shooter. There was no patient contact and no patient impact. The procedure was completed with back up product. Additional information has been received and stated that, the physician suspecting both the cartridge and injector would be responsible for the complaint.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of lens damaged by shooter. Therefore, the condition of the product could not be verified. A photo of the cartridge is attached to the parent file. And has been reviewed by the investigation site. The photo is of the cartridge only. And therefore, unrelated to this record. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The manufacturer internal reference number is: (B)(4).